Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was alarm 113 (reduced water temperature control) showing repeatedly on the arctic sun device. Per review of wo on 19jan2026, device was used on patient and no impact to patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. Device failed the functional test because the device wasn't cooling. No error 113 was shown during the functional test. We checked the chiller pump, and this pump didn't give flow. We checked the voltage to this pump, and this was ok 23.61v. We also checked the compressor, and this was working and cooling the pipes. Chiller pump was replaced. Leaking air from the fluid delivery line. Fluid delivery line was replaced. Functional test, calibration and electrical safety test. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections made to tab(s) d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was alarm 113 (reduced water temperature control) showing repeatedly on the arctic sun device. Per review of wo on 19jan2026, device was used on patient and no impact to patient. Per sample evaluation results received via task on 12mar2026, it was reported that there was a leaking air from the fluid delivery line.